Event description:
This is being reported as a patient safety concern: it has been reported to risk management that within the past 2 weeks there have been 3 cases where the cement has not been usable. The cement will be mixed and either not be able to be expelled from the container when using the glue gun or will after a few squeezes of the glue gun stops expelling the cement from the container causing the crew to start over with a new batch of cement. This has occurred on 3 different cases with 3 different physicians. The concern is that the cement is hardening extremely quick. Unable to find the lot number on 2 cases but found it on the last case reported.